Event description:
Customer reported an infant with excess oral secretions had an endotracheal tube secured with multipore dry tape. Customer alleged the tape stretched 18-24 hours after application and the endotracheal tube moved 1 cm (was high with x-ray confirmation). The infant's endotracheal tube was repositioned and the infant did not suffer any adverse effects from the incident.